Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that (B)(6) 2024, the patient underwent an rfna implant surgery for peri-tka fracture. While distal side hole was shaved off, drill bit interfered with the nail. While proximal side hole was shaved off, drill bit interfered with the nail. While hammering, pad¿s knob came off from aiming device. When screwdriver self-retaining xl25 and retention pin tried to be inserted, screw did not grip. When endcap was tried and being inserted, endcap did not grip, the screwdriver self-retaining xl25 and retention pin were used, and they were successfully inserted. Retention pin broke off and its breakage remained temporarily. No further information is available. This event is related to (B)(4). This report is for one (1) unk - guides/sleeves/aiming: aiming arm this is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. E1: phone number: (B)(6). E3: reporter is a j&j sales representative. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was completed successfully with no delay. The patient outcome was reported to be stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: event description updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.